Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no concerns for pt" (no consequences or impact to pt). Product problem(s): "low energy" (output energy incorrect). A tech reports an error message after lifting the flap, but before the start of ablation. The surgeon lowered the flap and rebooted the laser, causing a 10 minute delay. After rebooting, the treatment was completed without further delay. At one day post-op, pt's visual acuity was 20/20. The surgeon indicated no concerns for this pt and no further info is anticipated.